Manufacturer narrative:
Further information from the reporter has been requested. No additional information is available at this time. The reported events of high intraocular pressure and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient had a xen 45 gel stent implanted and the eye pressure was 35. Patient was on eye drops for treatment. It was found the xen® had failed and the conj and bleb were not working well and were not reducing the eye pressure. A tube was put into the patient¿s eye to relieve the pressure. Healthcare professional does not attribute the adverse event to the xen® device itself because the patient has a lot of pre-existing medical conditions, thyroid problems, and did not have a healthy conj prior to implantation.